Event description:
One of the tips "came apart" from handpiece during a procedure and caused a "superficial burn" of the pt's right oral commissure.

Manufacturer narrative:
The facility did not retain the device but did provide a lot number for the tna device. A follow-up report will be filed once the investigation of the lhr has been completed. The skin burn occurred on a pediatric pt during a tonsillectomy and adenoidectomy. The burn occurred during the adenoidectomy at the oral commissure. According to the physician, the burn occurred following adjustment of the malleable adenoid tip, causing exposure of the metal junction between the tip and the device shaft. According to the physician, the tip was not adequately reseated on the device shaft and when activated, the junction "arced" to the pt. Physician described burn as "minor and superficial" and presented "no obvious problem". Pt seen one week following surgery and wound had healed.